Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number provided was not a lot number in our system (B)(4). Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The patient was having an ir abdominal aortagram using a 5mm and subsequently a 6 mm evercross balloon. When passing the second balloon, and inflating, the balloon burst. When attempting to remove the balloon into the sheath the balloon detached from the catheter. The sheath was pulled back into the brachial artery to remove the balloon and a fragment detached and remained in the brachial artery. Fluoroscopic imaging of the upper arm demonstrates a balloon fragment within the mid brachial artery. It was elected to surgically remove the evercross balloon fragment. The patient was taken to the operating room to remove it.